Manufacturer narrative:
The device was received and evaluated. The fluid path testing showed that insulin was not able to pass out the distal tip and exited the cannula through a hole at the tip of the formed needle. The cause and timing of the damaged cannula was not determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 17.3 mmol/l (311.4 mg/dl). The patient treated the hyperglycemia by applying a new pod. The pod was worn between 36 and 48 hours on the back.